Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resolve this issue. Additionally, it was reported that occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer changed supplies to address the issue.